Event description:
In early 2009, the patient reported he had an elevated blood glucose reading of 500 mg/dl five days prior. He said he felt "lousy" and could not keep anything down including liquids. He stated he does not think he was receiving insulin from his infusion device. He said he disconnected his infusion set tubing from his device and tried to prime, but no insulin came out. He stated he then went on insulin injection therapy to correct his reading. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.